Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form correctly. The procedure was prolonged 15 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.